Event description:
During the implantation procedure, this device was unable to convert the patient @ max output. Therefore, the device was not implanted. Another manufacturers device was implanted. Note: qa did not receive this information until (B)(6) 2010.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device was not returned, the manufacturer sent a response. All available information suggests that the ICD operated as specified. Device was not returned.

Event description:
During the implantation procedure, this device was unable to convert the patient @ max output. Therefore, the device was not implanted. Another manufacturers device was implanted. Note: qa did not receive this information until september 2, 2010.

Manufacturer narrative:
(B)(6) 2010 a response from the manufacturer is pending. Device was not returned